Manufacturer narrative:
The customer was also having qc issues with crep2. The crep2 reagent lot number was 698290. The expiration date was not provided. The field service engineer (fse) replaced the detergent tubing and ran qc. The instrument performed to specifications. No further issue has occurred. The investigation determined that the fse actions resolved the issue. H3 other text : na.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas 4000 c (311) stand alone system. The initial result was 590 mmol/l. The repeat result was 60 mmol/l. The questionable result was not reported outside of the laboratory.